Manufacturer narrative:
Investigation summary: photos received for investigation, upon evaluation, bent needle is observed, additionally black and brown spots are observed on the shield. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Possible root cause for foreign matter is accumulation of resin in the molds, the accumulated resin oxidizes forming a grayish color. Once the resin has accumulated and oxidized, it can detach and become part of the material in process for the molding of the component, causing the defect. Possible root cause for bent needle may originate during the placement of the cannula inside the sleeve due to the desynchronization of the rack. Action plan was established earlier this year for the failure modes, the batch was manufactured before the implementation of these actions. The failure is considered confirmed. It is verified that there are action plans to avoid the recurrence of the bending cannula defect, it should be noted that some correction actions for this defect have already been carried out and documented under the action plans to strengthen the prevention of these defects during the manufacturing process.

Event description:
It was reported three needle 21ga 1-1/4in hypak were damaged/deformed and had foreign matter. The following information was provided by the initial reporter: "we detected a package with a deformed needle and two needles with a stain.".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported three needle 21ga 1-1/4in hypak were damaged/deformed and had foreign matter. The following information was provided by the initial reporter: "we detected a package with a deformed needle and two needles with a stain."